Event description:
I was inserting a medtronic minimed insulin pump catheter when I got a zombie state in the insulin pump display. Unfortunately, the pump state was while the pump was attached and it continued inserting insulin during this phase as I tried to get the normal screen display back; if I were alone I might have died. Now I am afraid to use device at night as it might kill me. Blood sugar at time was 39; since incident I turn off pump at night; called company help line did not have significant follow up even though promised copy of medwatch. I am reporting since medtronic may not have and do not want others to risk life. Wife saved my life; wife found me unable to speak; took blood sugar - reading of 39 and she gave me gylcaon injection.